Event description:
The patient reportedly experienced loss of sound. Testing will be scheduled by the advanced bionics representative to verify the device status. Advanced bionics is in the process of gathering more information.